Event description:
In 2002 - pt augmented with mentor saline implants bil. One month later, pt seen in office. Decreased volume in left implant. Rt implant okay. Seventeen days later, left implant removed intact. No obvious defect but volume was decreased by 40-50 cc since implantation. New implant put in without difficulty or problems.